Manufacturer narrative:
Investigation: the device was investigated visually using a keyence vhx-600 digital microscope and a panasonic dmc tz8 digital camera. Both parts, the pin and the compression spring from the hook element have become loose and dropped out. The handle shows visible traces of heavy usages. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. We assume that due to strong blows with a hammer, the pin may be loosened and came off. Rational: a design or manufacturing failure was impossible to determine because the loosened pin was not available for an investigation/dimension measuring. Based on the low failure rate and the 100% testing during the production process, we assume that a production error is unlikely. Corrective action: safety team meeting (B)(4), date of meeting 2017-12-13.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany it was reported that the rasp is pulled the split pin with a spring falls out of the handle. The split pin is found and the x-rays show the spring in no longer in the patient.